Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a loss of connection between the transmitter and smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/10/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test passed, however, review of the data logs were repeated at the time of transmitter evaluation and confirmed loss of connection on issue date. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.